Event description:
A medtronic representative reported that during a trasnphenoidal case, after the transition from the ent portion to the neuro portion, the surgeon felt 3-4 mm inaccurate. They had stored accuracy checkpoints prior to beginning to navigate. They went back and matched these points to the pt anatomy and this restored navigational accuracy. Case completed with use of navigation. No negative impact to pt.

Manufacturer narrative:
Pt weight is unk. Unable to determine root cause without further details about the case. Suspect a change in the frame to pt orientation since accuracy checkpoints restored accuracy. Insufficient info has been provided in order to ascertain probable cause of alleged inaccuracy.